Event description:
Device malfunction: difficult to remove device. Time of malfunction: during vessel closure symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a coronary angioplasty procedure. After completion of the thumb advancer step, the trigger button was pressed, but an expected "click" was not heard. The physician attempted to retract the device but it became hard stuck. Firm pressure was applied and the device came free from the pt artery. Hemostasis was achieved with manual compression. Reportedly, it was noted that the clip remained stuck at the distal end of the device. There was no adverse pt sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.